Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient dislocated a few days after the original surgery, this was reduced and the patient was ok for about 10 days. Before there was a further dislocation. The surgeon felt that the reason for the dislocation was a lack of tension, or offset. This was resolved with a longer neck, creating more offset. The operation was completed successfully, the patient has since been discharged from hospital. The surgeon puts this down to surgeon error.